Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00646. The patient was implanted with an ipg and two percutaneous leads for left side face, lip, jaw eye and ear pain (off-label) on (B)(6) 2010. It was reported that the patient experiences pain in her neck when recharging the ipg. In addition, the patient alleges that her stimulation becomes painful shortly after therapy is initiated. As such, she has requested removal of the scs system. No further information is available.